Manufacturer narrative:
The technician stated that the water was able to get to the downstairs floor due to a drain pipe that was recently added in the floor. The pipe was not sealed properly by user facility personnel allowing water to leak. The drain pipe is the user facility's responsibility. The steris service technician inspected the unit and found the pure water rinse pump was leaking. The technician removed the pure water rinse pump as it is an optional feature to the unit that the user facility does not utilize. The technician ran a test cycle and confirmed the unit was operational.

Event description:
The user facility reported that water was leaking from their sonic energy console. The water leaked out, went down a floor drain and down through the piping which led to downstairs. No injuries, procedural delays/cancellations or property damage reported.